Manufacturer narrative:
H.6. Investigation summary: bd received the instrument from the customer facility for investigation. The instrument was tested/evaluated and the customer's indicated failure mode for instrument rejects samples as llo with the incident lot was not observed as the instrument was functioning correctly, although it was explained that if tubes are significantly overfilled an error response can be generated. H3 other text : see section h.10.

Event description:
It has been reported that the bd sedi-40 has been found experiencing hardware/software malfunction during use. The following has been provided by the initial reporter: the instrument rejects the samples as llo despite the tubes are filled correctly. It also did not read qc results. Qc result (zeros) llo error message tube fill the error repeated twice on different tubes, sockets 1 and 2.

Manufacturer narrative:
The manufacturing location for this product is elitech. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd sedi-40 has been found experiencing hardware/software malfunction during use. The following has been provided by the initial reporter: the instrument rejects the samples as llo despite the tubes are filled correctly. It also did not read qc results. Qc result (zeros). Llo error message. Tube fill. The error repeated twice on different tubes, sockets 1 and 2.